Manufacturer narrative:
Concomitant medical products: product ID: 8551, serial#: unknown, product type: accessory. Section other relevant device(s) are: product ID: 8551, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp attempted to do a pump refill on (B)(6) 2019 and even used an ultrasound machine without success. There were a few possible reasons for that, per the hcp. One of them was the patient had a very obese abdomen and using the long needle made it worse as it was very flimsy and it bent. The hcp had to open an extra kit. The hcp wondered if she could use a needle that was longer to refill this patient. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a healthcare professional (hcp). The serial number of the refill kit was unknown. The patient¿s weight at the time of the event was unknown. The patient was morbidly obese (quadriparesis in a wheel chair). The indication for use of the pump was spinal cord injury/spinal cord disease and intractable spasticity.